Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) touchscreen did not respond. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced touchscreen assy & tidal volume disk and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. This part was received with a reported unit failure message of touchscreen does not respond. Performed visual inspection of this part received and part looks to be in good condition for testing. Installed the touchscreen assy, 12.1¿ into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing dept. Verified the failure message of described in customer product report form which touchscreen not responding. Touchscreen assy, 12.1¿ failed testing. Touchscreen assy, 12.1¿ was retained in the fat dept, as per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced touchscreen assy & tidal volume disk and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.